Event description:
A ventilator was allegedly alarming for low inspiratory pressure. The pt reportedly expired. The device has not yet been evaluated by the MFR. A follow-up report will be submitted when the MFR's investigation is complete.